Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 4.1, retest inratio: 3.0. Pt's target therapeutic range is 2.0-3.0. Pt reports bruising due to psoriasis.

Manufacturer narrative:
Investigation pending.